Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a farawave ablation catheter was selected for use, it was noted that there was an unknown stain on the catheter. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.